Event description:
It was reported that customer received a minimum fill notification while attempting to reload cartridge with less than 80 units of insulin. Tandem technical support educated customer of the minimum fill recommendation for their pump. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.